Event description:
It was reported that the ilet screen was cracked and became unresponsive, preventing unlocking and interaction with on-screen icons, which constitutes a display/touchscreen failure affecting device usability and control. Symptoms included no clinical effects. Outcomes included no impact on health status and no medical intervention. Investigation included collection of user reports and review for device replacement logistics. Investigation of this case revealed a damaged display assembly consistent with physical damage that rendered the touchscreen nonfunctional, with no indication of internal software or control faults. It was concluded, based on previously established findings for similar reports, that the cause was user-related physical damage leading to screen failure.